Event description:
It was reported that this pacemaker triggered a battery warning on the programmer. It said internal battery needed to be replaced. The caller mentioned they were not able to identify the device with a compatible programmer. They were using the correct wand. The pacemaker was recommended to be explanted but remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a battery warning on the programmer. It said internal battery needed to be replaced. The caller mentioned they were not able to identify the device with a compatible programmer. They were using the correct wand. The pacemaker was recommended to be explanted but remains in service at this time. No adverse patient effects were reported.